Manufacturer narrative:
Based on a follow-up communication received from the physician via the case owner, the patient returned for a follow-up angiogram and showed no evidence of a type ia endoleak. A re-intervention was performed the same day to placed a balloon expandable stent at a level of observed narrowing within the iliac limb stent graft to maintain luminal patency. It was noted that the iliac limb remained patent prior to the re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.